Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room and hospitalized due to high blood glucose on (B)(6) 2020. Customer¿s blood glucose level was 559 mg/dl at the time of incident and 589 mg/dl when admitted to the hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with intravenous and then released. Customer declined for further troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.